Manufacturer narrative:
The device history report (DHR) for lot 5910205 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Adverse event problem - type of investigation.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Additional contact: (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where a leak occurred. The customer reported that a patient underwent hip replacement for intertrochanteric fracture of femur under general anesthesia. Intravenous fluids were routinely administered, and disposable smart valve were installed. The phenomenon of drug. Leakage during routine injection of narcotic drugs may lead to inaccurate drug dosage and the total amount of drug administration cannot be accurately judged. The reporter further mentioned stated the harm type is serious injury. The description of harm is leakage results in inaccurate dose control of anesthetic drugs, affects the operation process, and poses a high risk of clinical aseptic operation. The event happened in a medical institution to a 37 y.o/male for multi-channel drug delivery. Furthermore, the event surveillance: local nmpa review result: pass by local nmpa. Name: (B)(6) monitoring center. Event evaluation and measures were taken, cause analysis: the interface tightness is insufficient. Preliminary processing situation: replace the product. Description of harm was no. There was patient involvement and no patient harm.